Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Additionally, the meter serial number provided is inaccurate, therefore the device manufacture date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that for the past month he has been receiving an error 2 message on the display of his adc blood glucose meter. Customer further reported "for the past 20 days" he experienced dizziness, headaches, hunger, and polyuria. Customer reported he self-treated with insulin and called the paramedics. Upon their arrival, paramedics treated the customer with "rapid insulin" and transported the customer to a local hospital where a lab result of 250 mg/dl was obtained and customer was diagnosed with hyperglycemia. No additional treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This serves as a correction report. The 30-day initial report was incorrectly selected as 'product problem'. Correct selection is 'adverse event'. Has been updated accordingly.